Event description:
During preparation for cardiopulmonary bypass, the heart lung console did not switch to backup battery power when disconnected from ac power. There were no adverse consequences to the patient as a result of this event.